Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One impl scr-v sbm 4.7mm 4.5m m 10mm (svwb10) implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. There was bone residue around the external threads of the implant. Pre-existing patient condition noted on the product experience report (per) includes good oral hygiene. The reported device had been placed for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray and picture images were not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: contraindications & precautions (pages 3 & 4). Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. Device history record (DHR) review was completed for the subject lot number (63618456). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (63618456) and no other complaints about nonconforming products were identified. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp(B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed due to fracture.